Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise and oversensing, causing inappropriate anti-tachycardia pacing (atp) to be delivered. The patient was not pacemaker dependent; therefore, no pacing inhibition was observed. The noise could be recreated with arm movements. It was later noted that there were intermittent high out of range pacing impedance measurements with pocket manipulation. A lead conductor fracture was suspected. A revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported.